Manufacturer narrative:
Device is combination product.device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(6) clinical study. It was reported that post a percutaneous coronary intervention procedure, a dissection occurred. In (B)(6), the patient presented with unstable angina and was referred for cardiac catheterization. The 90% stenosed and 8mm long de-novo target lesion was located in the right coronary artery with a reference vessel diameter of 4.0mm. The target lesion was treated with placement of 4.0x12 mm promus element plus stent. Post deployment a grade c dissection was noted and was treated with placement of a 4.0x8mm promus element plus stent, resulting in 0% residual stenosis following post dilation. A second lesion located in the 1st diagonal was also treated with a 2.5x24 mm promus element plus stent. The following day the patient was discharged on aspirin and clopidogrel.